Manufacturer narrative:
Block f10: problem code 2532 for the reported event of fiber misfired. Problem code 1069 for the reported event of fiber broke. Block h10: investigation results: one flexiva ID tractip 200 laser fiber was found kinked and broken. The first piece measured approximately 147.2 cm from the top of the connector to the break. Visual examination of the tip was unable to be performed since the remainder of the fiber, including the distal tip, was not returned. Moreover, burn marks were noted, likely as a result of the fiber break occurring during used. The condition of the returned device confirms the reported event. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was opened for use for a ureteroscopy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a p100 console with laser settings of 8 joules and 8 hertz. According to the complainant, during preparation, it was noted that when they pressed the foot pedal, the laser fiber sparked. Additionally, there was no laser energy coming out from the tip of the fiber and there was a break on fiber. The procedure was completed with another flexiva ID tractip 200 laser fiber. The patient condition at the conclusion of the procedure was reported to be fine. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was opened for use for a ureteroscopy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a p100 console with laser settings of 8 joules and 8 hertz. According to the complainant, during preparation, it was noted that when they pressed the foot pedal, the laser fiber sparked. Additionally, there was no laser energy coming out from the tip of the fiber and there was a break on fiber. The procedure was completed with another flexiva ID tractip 200 laser fiber. The patient condition at the conclusion of the procedure was reported to be fine. The patient condition at the conclusion of the procedure was reported to be fine.